Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a percutaneous transluminal coronary angioplasty [ptca] procedure, air was introduced into a guide catheter and injected into the marginal branch of the right coronary artery [rca]. It was noted during the procedure that the rotator on the hemovalve was leaking. It was suspected by the clinical staff that air was introduced into the system unnoticed through the leaking hemovalve rotator. The patient was monitored closely throughout the rest of the procedure for ECG changes. Intervention for the introduction of air into the right coronary artery was not needed. A new hemovalve device was opened and used to successfully finish the procedure for this patient.

Manufacturer narrative:
The suspect device was not returned for evaluation. An unused device from the same lot was returned. The device was tested and performed within specification. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.